Event description:
Information was received indicating that while attempting to ventilate a patient, the smiths medical bivona® tts¿ tracheostomy tube would not fit to a 15mm ventilator connector. It was required that an emergent tracheostomy (trach) change out occurred. There were no reported adverse effects.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found that the plastic connector was deformed. It was determined that the connector did not match the manufacturing specifications. A review of the supplier, molding process, assembly process, environment, sterilization, and storage was performed and did not identify a root cause.